Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 0168658. Our records show that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the location of the leak in the provided photograph our quality engineers have determined that the most likely root cause for this event is related to the manual segregation of failed adhesive devices. To address this issue our engineers have been retrained on the appropriate segregation procedure.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked blood between the extension tube and needle hub during use. The following information was provided by the initial reporter, translated from chinese to english: "during infusion, there was the leakage between the extension tube of the indwelling needle and the needle hub". "The sample had blood, so it had been discarded there is not much blood leakage. Reactivate the fluid pathway immediately after detection no operator blood exposure".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked blood between the extension tube and needle hub during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during infusion, there was the leakage between the extension tube of the indwelling needle and the needle hub" "the sample had blood, so it had been discarded there is not much blood leakage. Reactivate the fluid pathway immediately after detection no operator blood exposure".